Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2017 and the insulin pump was under delivering insulin and the blood glucose is high as 600 mg/dl. Customer also reported insulin flow blocked alarms. Customer¿s current blood glucose was 374 mg/dl. Customer reports the following symptoms related to their high blood glucose was racing heart, nausea, shortness of breath. Customer treated for high blood glucose with insulin pump and now using pens. The blood glucose during hospitalization was over 500 mg/dl. The significant events leading to hospitalization included high blood glucose, not feeling well, insulin flow blocked alarm and vomiting. Customer was treated with saline and insulin. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.